Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient experienced a severe allergic/immunological reaction, developed hives, tiredness, and throat swelling on (B)(6) 2020. The patient went to the emergency department (ed) and was treated with adrenaline inhalations. The sensor was removed at the hospital. The patient reported that they usually apply barrier patches (opsite) and spray prior to inserting the sensor; however, she had run out of the patches and used only the spray. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - impact code - correction to remove code 4608 as the patient was not hopitalized.

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient experienced a severe allergic/immunological reaction, developed redness, hives, tiredness, and throat swelling. She stated she was uncomfortable and had swelling over the body for a few days. She went to the emergency department (ed) on (B)(6) 2021 and was treated with adrenaline inhalations. The sensor was removed at the hospital. The patient was discharged the same evening at her own request. The patient stated she usually applies barrier patches (opsite) and spray prior to inserting the sensor; however, she had run out of the patches and used only the spray. At the time of follow up the patient stated that she was feeling fine and was using both plaster and barrier spray under the sensor again. She was tested for allergies to ¿old¿ (presumed to mean the previous adhesive) without developing a rash. No additional patient or event information is available.